Event description:
The lay user/patient contacted lifescan in 05 and alleged that her one touch ultra meter was reading inaccurately high. Medical affairs specialist (mas) called and spoke with the patient one day later who provided additional information. The patient informed the mas that she had received a result of 167 mg/dl three days in a row (she tests once a day). This result was a "little high" for her. She also mentioned that she is a type ii diabetic and is not insulin dependent. She contacted her doctor and was advised to go to the lab and get her hba1c test done. The lab called her back in two days stating that her result was "normal." She had not received any treatment or medical intervention. During troubleshooting with the customer service agent on same day it was verifiied that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, she did not have any control solution and therefore, a quality control check could not be performed. The lay user/patient's test strips were received by lifescan on 10/14/05 and tested by product analysis a day later. The visual test passed with no faults found. However, the functional test failed due to control was reading out of range (5 test strips were tested and 0 within range).